Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise on the subcutaneous electrocardiogram (secg). The s-ICD appropriately labeled the myopotential signals as noise on the secg. Technical services (ts) was contacted, and ts discussed how to re-enable smart pass. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. Ts discussed programming options. X-ray imaging was performed, and multiple different vectors were considered, but none were suitable. Additional information was received indicating the s-ICD exhibited noise and oversensing, resulting in inappropriate shocks in multiple different sensing vectors. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise on the subcutaneous electrocardiogram (secg). The s-ICD appropriately labeled the myopotential signals as noise on the secg. Technical services (ts) was contacted, and ts discussed how to re-enable smart pass. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. Ts discussed programming options. X-ray imaging was performed, and multiple different vectors were considered, but none were suitable. Additional information was received indicating the s-ICD exhibited noise and oversensing, resulting in inappropriate shocks in multiple different sensing vectors. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise on the subcutaneous electrocardiogram (secg). The s-ICD appropriately labeled the myopotential signals as noise on the secg. Technical services (ts) was contacted, and ts discussed how to re-enable smart pass. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. Ts discussed programming options. X-ray imaging was performed, and multiple different vectors were considered, but none were suitable.